Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operation by the patient. It was not reported if the patient was hospitalized. On an unspecified date, the patient was treated with an unspecified medication for the event. At the time of this report, the patient outcome was not reported. Pd therapy was continued during the treatment. The reporter declined to provide additional information.

Manufacturer narrative:
B3: the event occurred on an unreported date in aug2023. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.